Event description:
Pump was reported to go into fail code 812:02 during clinical use while transporting pt. Pump was then reported to shutdown. No add'l details were able to be obtained. No medical intervention needed and no pt injury resulted.